Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the photographs identified:red particles on the surface of the shell. Opening. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy."

Event description:
Physician reported a rupture of the device and "presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy".this relates to the left device. Explantation and replacement.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and broken shell. A visual and microscopic analysis was performed which identified: sharp broken on posterior assessed as a surgical impact opening, for the stress mark in the shell. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: a sharp broken on posterior assessed as a surgical impact opening.

Event description:
Physician reported a rupture of the device and "presence of ectopic, periprosthetic silicone, in axillary lymphadenopathy".this relates to the left device. Explantation and replacement.